Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 5f mynxgrip vascular closure device (vcd) ruptured. There was no reported patient injury. There was no indication of calcium in the vessel. The product was not returned for analysis. A product history record (phr) review of lot f1922803 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Vessel characteristics may have contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation of risk, users are instructed to discard devices that do not maintain balloon pressure. Neither the phr review nor the information available suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. It is unknown if the device will be returned for testing and evaluation.   Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 5f mynxgrip vascular closure device (vcd) ruptured. There was no reported patient injury. There was no indication of calcium in the vessel.